Event description:
The reporter contacted animas on (B)(6) 2012 reporting that the pump would not power on. The reporter confirmed that there was no damage to the pump or battery cap. The reporter stated that one month earlier the pump was working fine but now the pump would not power on. The reporter confirmed trying different batteries without resolving the issue. This report is made based on the allegation of the pump power issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/11/2014 with the following findings: the pump black box showed no data from the time of the reported event. There was no pump battery cap returned for testing; a test battery cap was used for all pump testing. The battery compartment was observed to be cracked below the grip pad but the battery cap was found to be able to fully tighten to the pump without issues. The pump was exercised for 24 hours without power loos or other issues duplicated. The pump was opened and confirmed no evidence of moisture of loose components inside the pump. Unrelated to the complaint, the display screen was found to be dim and discolored.